Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's ins moved and the patient has back pain. It was unknown when the stimulator moved and when the back pain began. No further complications were reported or anticipated.